Event description:
The customer reported that the insulin pump alarmed motor error during bolus. During the call, it was found that the customer was not using the sensor feature. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The motor passed the motor test. The device was received with slightly loose drive support disk, cracked case at the display window corner, cracked reservoir tube lip, scratched screen and cracked battery tube threads.